Event description:
The sales representative reported that the light cord burned the patient during a left shoulder arthroscopy procedure. The sales representative also stated that the light cord was on when the doctor laid it on the patient. The light cord will not be returned as there is nothing wrong with the actual product.

Manufacturer narrative:
The complaint device will not be returned to the manufacturer for investigation. Additional information will be available upon completion of the complaint investigation.